Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During surgery dr bhargav patel complained that while using suture code ep8704slh the needle got seperated from the suture material from the swage point during the first byte. Prolene blu 24in 7-0 d/a cc175-8 ep (ep8704slh) : not applicable prolene blu 24in 7-0 d/a cc175-8 ep (ep8704slh) : lot/batch number: 10aem1 list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## *** prolene blu 24in 7-0 d/a cc175-8 ep - ep8704slh (lot: 10aem1) is the actual device with the alleged product quality issue being returned for analysis? Or is an alternative device being returned? Please specify complaint suture discarded additional h11: list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## *** is the actual device with the alleged product quality issue being returned for analysis? Or is an alternative device being returned? Please specify complaint suture discarded.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During surgery, complained that while using suture, the needle got seperated from the suture material from the swage point during the first byte. No adverse patient consequences were reported. Additional information was requested.